Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag with a micro label attached from the lot number provided in the report. Provided with the return was a section of the lid stock with an additional micro label attached from the same lot. The micro label matches the product returned. A photo was provided of the product label matching the lot number provided in the report. Note: the lid stock has "kinked catheter clogged tip/had to be cut" written on it in reference to this pr and related record cook reference pr (B)(4) respectively however only the kinked catheter for this pr was included in the return. Our evaluation of the product said to be involved confirmed the report. One catheter was returned. The second catheter and handle was not provided in the return. A note was attached to the returned catheter identifying the location of the reported kink. A visual inspection confirmed that the catheter has kinked 7.6cm distal to the red catheter hub. A reddish substance was noted on the outside of the catheter. No powder was noted within the catheter or catheter hub. The catheter was tested using a handle from our shelf stock and powder was able to pass through the catheter when sprayed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of the catheter being kinked. A definitive cause for this observation could not be determined, however, the kink can occur during packaging or during handling by the user. Manufacturing personnel were made aware of this report in an effort to heighten awareness. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an animal study for the hemospray scope adherence testing, hemospray was being used on a simulated bleed near the gej (gastroesophageal junction) of a pig. When they went to use the second catheter, they noticed it was kinked near the distal end [subject of report] so they did not use it. This was an animal study, there was no patient involvement.